Event description:
It was reported that the x-ray confirmed that the left lead had migrated. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to be determine which of the leads if the left lead.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include:common device name: drg lead, model:mn10450-50a, UDI:(B)(4), serial:(B)(6), batch:7672404.